Event description:
Event description boston scientific received information that this lead had impedance measurements of 2300 ohms after a changeout procedure., they then were about 2000 ohms. During th ediagnostics test the device had shown impedance measurements of > 4000 ohms. The unipoar lead had shown high impedance measurements but they were unsure of high high. A competitior's field representative had called technical services to find out what normal impedance meaurememts are on the lead. In unipolar the lead also showed high impedance, but unaware of exactly how high.